Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to cardiogenic shock and chronic heart failure. Additional information revealed that death was caused by ventricular tachycardia (vt) and ventricular fibrillation and cardioversion was attempted. It was reported that he patient did have a history of vt)prior to left ventricular assist device (lvad).

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (patient outcome, cardiac arrhythmia, and syncope) cannot be conclusively determined through this evaluation. The patient outcome was not considered to be device-related and heartmate 3 left ventricular assist system, serial number (B)(6), was reported to have been operating as intended. Heartmate 3 left ventricular assist system, serial number (B)(6) will not be returned for evaluation. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists cardiac arrhythmia and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.